Event description:
Note: this report pertains to one of two complaint devices that occurred in the same patient. Please refer to manufacturer report # 3005099803-2010-03449 for the other associated device information. It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure within the jejunum. According to the complainant, an initial wallflex stent (the subject of this complaint) was implanted into the patient to treat a 3 to 4cm malignant stricture (implant date unknown). At a later unknown date, the physician noted overgrowth within this stent toward the anal end. To treat this condition, the physician attempted to deploy another wallflex stent (the subject of manufacturer report # 3005099803-2010-03449) within the first stent on (B)(6) 2010. The physician, however, had issues advancing the stent through the tortuous anatomy. Upon removal of the device, it was noted that the distal end was kinked. An attempt was made to repair the kink; however, the physician could still not advance the device through the tortuous region. On a later date (date not provided), the physician deploying a niti-s 20mm stent within the first wallflex stent to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient reported to be over 18 years of age. (B)(4) - additional non-surgical treatment required. As the unit has not been returned, boston scientific could not perform a technical analysis. A review of the device history record and a similar complaint batch review could not be performed as the batch number is unknown. A labeling review was performed and no anomaly was found. The most probable root cause is anticipated procedural complication.